Event description:
Internal leak of the dialyzer observed during pt treatment blood was noted in the effluent dialysate line. Extracorporeal volume of dialyzer and venous line discarded, ebl 170-200 ml. No pt injury or ill effects reported. MDR filed due to blood loss only.